Manufacturer narrative:
Based on information provided by the sales rep and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.

Event description:
It was reported that the medical device i.e. Saw blade, had punctured its own packaging. There was no adverse consequence reported.